Event description:
It was reported that the patient could no longer feel the stimulation after going from a standing to sitting position. Program optimization was attempted and was not successful. Imaging was taken which confirmed that the paddle lead migrated out of the epidural space. The patient underwent a lead revision procedure and there were no reported complications postoperatively. No further information has been obtained despite good faith efforts.